Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. It was found that the main board was defective. The main board was replaced. The lcd was. Also replaced to be compatible with the new main board. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was error 45985. Device evaluation revealed that the main board was defective. Patient involvement is unknown.